Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed), the outer insulation had breached cut, there was blood in/on the helix/lobe mechanism, and apparent explant damage.

Event description:
It was reported that during a procedure to reposition the atrial lead, the helix on the lead was blocked. The lead was explanted and replaced. No patient complications have been reported as a result of this event.